Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of fungal peritonitis in a patient coincident with dianeal pd4 ambulfex therapy. In (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex (6300 ml, nightly, lot number not reported) intraperitoneally (ip) for ambulatory peritoneal dialysis (apd). A peritoneal dialysis (pd) nurse contacted a baxter clinical educator to report that the patient's catheter was removed due to fungal peritonitis. During follow up with the nurse, it was reported that in (B)(6) 2011 the patient was hopitalized for fungal peritonitis. There was no exit site or tunnel infection. Treatment and interventions were not available. On an unreported date, the patient was discharged from the hospital. The event of fungal peritonitis resolved. The cause of the fungal peritonitis was unknown. The nurse did not mention the removal of the catheter during follow up, and had reported that the patient remained on dianeal pd4 ambuflex therapies. No concomitant medications were reported. The nurse believed the event of fungal peritonitis was unrelated to dianeal pd4 ambuflex therapy.